Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received insulin flow blocked alarm. The customer¿s blood glucose level was 320 mg/dl. Customer stated the tubing was not bent or kinked. Customer stated they had tried all remedies. Customer was advised that the insulin pump will need to be replaced, to retrieve and save pump settings and to revert to backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. No unexpected no delivery/insulin flow blocked alarm noted. (B)(4).